Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/24/2017, that on (B)(6) 2017, the patient experienced no audio output and an adverse event. It was reported that the patient missed an audio alert on their device and the patient's wife noticed signs of low blood sugar. The patient's wife provided the patient with juice and liquid glucose. The patient took a finger stick and their blood sugar was 26 mg/dl. The paramedics were not called and the patient did not go to the hospital. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.